Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead yielded slightly high threshold measurements. When attempting to change the ra lead position, the helix did not retract after 30 turns. After some time, the threshold measurement was obtained again and it had decreased. As a result, the ra lead remains implanted. No adverse patient effects were reported.